Event description:
It was reported that tip detachment occurred. The target lesion was located in the distal anterior tibial artery. A 300cm v-14¿ controlwire® guidewire was advanced to cross the lesion. During procedure, the wire looped and the physician could not uncurl it. The physician pulled the wire and the 2.0mm x 150mm x 150cm coyote¿ balloon catheter out the same time but the tip of the wire seemed to sheer off in the valve of the sheath, which the medical team managed to retrieve. The procedure was completed with this device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch batch. The unit returned has distal tip damage, as part of overall visual revision. The distal tip bent and partially detached, exposing the corewire tip, approximately 1.5cm . No evidence of corewire fractured. All the outer diameter (ods) and guidewire overall length taken were according specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment occurred. The target lesion was located in the distal anterior tibial artery. A 300cm v-14¿ controlwire® guidewire was advanced to cross the lesion. During procedure, the wire looped and the physician could not uncurl it. The physician pulled the wire and the 2.0mm x 150mm x 150cm coyote¿ balloon catheter out the same time but the tip of the wire seemed to sheer off in the valve of the sheath, which the medical team managed to retrieve. The procedure was completed with this device. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).